Event description:
A us distributor reported that a patient's electrode belt was gelled.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (gelled belt) was isolated to a pinched lead-1 pulse wire at the distribution node (dn), causing ECG c to not recognize during falloff test. The root cause for the pinched wire could not be positively identified. There was no adverse event that resulted from the damaged belt.